Event description:
A non-healthcare professional reported during intraocular lens (iol) implant procedure, the lens did not release. The procedure was completed on same day. Additional information was requested, no new information received.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in h.3., h.6., and h.11. The product was returned for analysis, and the reported complaint was observed. The device was received loose in the product carton. Solution is dried in the device. The lock-out assembly has been removed. The plunger has been advanced outside the nozzle tip. The optic and leading haptic are hanging outside of the nozzle tip. The trailing haptic is crushed in the nozzle. The nozzle tip has an aneurysm and stress marks. The product investigation could not identify the root cause for the reported complaint "lens didn't release". Damage was observed to the tip of the nozzle. The observed damage typically occurs if there is a lack of viscoelastic between the lens and the nozzle lumen and/or if the plunger is not positioned correctly at the trailing optic edge for advancement. This can allow the lens to fold around the plunger tip making it too large to correctly advance through the narrow tip of the nozzle causing damage or become stuck. Visually inspect the lens to determine the position of the leading and trailing haptics. Verify that the plunger is in contact with the trailing optic edge." Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).